Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy issue occurred at 10:50pm on (B)(6) 2018. At this time, the patient obtained blood glucose results of ¿140 and 182mg/dl¿ with the subject meter within 20 minutes of one another. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient manages their diabetes with x1 janumet xr 100/1000mg tablet per day normally. Three days prior to these alleged inaccurate results being obtained the patient had developed symptoms of ¿thirst, blurry vision, frequent urination and sweating¿; symptoms which the patient sought their doctor¿s advice for. The patient¿s doctor increased their daily dosage of janumet xr from x1 tablet to x2 tablets per day of a dosage of 100/1000mg. This change to prescription was done between 5:55 and 6pm on (B)(6) 2018. No further symptoms or treatment were noted after the alleged inaccurate results were obtained. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. The patient did not have control solution available to walk through a control solution test with the cca. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior them obtaining the alleged inaccurately erratic results, the alleged meter issue could not be ruled out as a cause or contributor to the event.